Event description:
Two pt's received shocks at 100, 200 and 300 joules. After treatment both pt's reported burns. They were both examined by a physician and were treated with silvadene. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.